Event description:
It was reported that pre-op, m5 handpiece was noisy and overheating. The device overheated in less than a minute. The device was being run at 3000rpm. The device was being run in shaver mode and irrigation being used at 15 cc/minute. Procedure completed with a back up device. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that motor stalls hence pre-repair temperature test could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.